Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory analysis noted that all setscrews moved freely and the sealplugs were intact and showed that the leads were fully inserted. The device had showed to be operating in safety mode and three error codes were displayed. The device memory showed that it was not programmed into electrocautery mode. The device passed automated testing verifying viability and confirmed that therapy was available.

Event description:
Boston scientific received information that this patient underwent surgery and post operatively it was noted that this device was operating in safety core. Boston scientific technical services (ts) was consulted and stated the device should be replaced. The device was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.